Event description:
It was reported that the patient was experiencing random sharp pain that felt like ¿stabbing electrical charges¿ in his scrotum. The reporter stated that the patient had been having these random sensations for the last six months and had a lot of other health issues. The reporter stated that they had tried other programs. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot# v567716, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-28, lot# v567716, implanted: (B)(6) 2011, product type: lead. (B)(4).